Event description:
According to the available information breakage of the connection channel to the irrigation system while irrigating with the syringe.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.